Event description:
Caller reported a cgm error 42. After investigation, it was determined that the pump was not charging due to an electrical outlet switch being in the off position. Once the switch was turned on, the battery began charging, allowing the pump to be reset. There was no reported impact to the customer's blood glucose level. Caller successfully started their sensor session after resolving the issue.